Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) testing revealed anomalous output conditions. The no output condition was the result of fractured hybrid bond wires.

Event description:
It was reported there was a presumed problem with the lv (left ventricular) lead. When the lead was tested with an analyzer, there were no issues; parameters were normal, but when connected to the device, the lead issues recurred. It was determined the device had a setscrew problem. The device was explanted and replaced, and the patient status was noted as 'ok'.